Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and with the distal conductor, all filars fractured within the is-1 connector pin. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right atrial (ra) lead. On the final attempt, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.